Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by the intuitive surgical, inc. (Isi) quality engineer. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The probable root cause is attributed to the brakes being released and the floor being uneven. Arms that are not docked to a cannula can be positioned manually by grabbing the arm and moving as desired using the grab and move feature.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by explaining the customer that the arm can move when brakes are released. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 4 moved on its own during draping and undocking. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The customer stated that the grab and move feature was being used. The tse reviewed the logs but did not find any related errors. The tse explained that uneven floors could cause the arms to drift. The procedure was completed with no reported injury.